Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical fixation surgery with occiput due to some unknown reasons. Intra-op, while tightening the set screw with torque limiting tool, the upper part of the set screw broke. No patient symptoms or complications were reported as a result of this event. No fragments of the product remained inside the patient.